Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips remote service engineer (fse) confirm that the system starts up, but cannot perform fluoroscopy. On investigating the log file and found that the details of the startup failure and the cause is front image holding unit ippc does not boot properly. Review of the log file showed that x-ray not possible. During troubleshooting, rse instructed to reboot the system once. After rebooting the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system could not perform fluoroscopy. No harm has been reported to philips. Philips has started an investigation of this complaint.